Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak; based on the manufacturer's experience with this kind of device and measurements during investigation, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. This is a final report.

Event description:
The patient no longer had any hearing sensation with the device. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no hearing sensation with the device.